Event description:
The complaint received sates that during use the helipaq 10 platinum microcoil 5 mm x 15 cm (hsr10051520 / f66460) failed to detach. Coil removed from plastic holder as per usual preparation. Coil tested before being used in patient and passed. Coil positioned and detachment box switched on; second green light would not come on. Both cables and detachment boxes were changed but still unable to detach. Position of coil also adjusted; no change. In the end coil had to be removed. Different company coil used in place. No similar problem noted on previous 8 coils.

Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received sates that during use the helipaq 10 platinum microcoil 5 mm x 15 cm (hsr10051520 / f66460) failed to detach. Coil removed from plastic holder as per usual preparation. Coil tested before being used in patient and passed. Coil positioned and detachment box switched on; second green light would not come on. Both cables and detachment boxes were changed but still unable to detach. Position of coil also adjusted; no change. In the end coil had to be removed. Different company coil used in place. No similar problem noted on previous 8 coils. The product was not received in the bio hazard lab for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.